Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination revealed that there was a collar weld plate separation and that there were numerous kinks throughout the shaft of the device. The tip was found damaged.

Event description:
It was reported that difficulty advancing through the guidezilla occurred. The target lesion was located in the coronary artery. A 6f guidezilla ii was selected for percutaneous coronary intervention. During the procedure, it was noted that a 4.00 x 32mm synergy xd drug-eluting stent (des) was unable to advance through the guidezilla. The guidezilla ii and des had to be removed and the procedure was completed with other of the same devices. There were no patient complications. However, device analysis revealed that there was a collar weld plate separation.